Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. Continuation of medical devices: 5076-52 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por). It was also reported that the right atrial (ra) lead exhibited oversensing due to noise. It was noted that a mode switch occurred. The ipg was reprogrammed. Both the ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.